Event description:
Clinical study. Same case as MFR# 6000093-2007-01978. It was reported that 384 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Ten days prior to index procedure, the patient was seen for evaluation of possible coronary disease. He had recently experienced an episode of chest heaviness with dyspnea. The symptoms worsened and he experienced palpitations. He was brought to the emergency room where he was found to be in rapid atrial fibrillation. He was subsequently converted with the use of a beta-blocker. Target lesion 1 (14mm long) was identified in the mid left anterior descending artery (mid lad) with 70% stenosis and a 3.0 mm reference vessel diameter. Lesion 1 was treated with direct stenting using a 3.0 x 12mm taxus express2 drug eluting stent. Residual stenosis was 0%. However, a small dissection was noted at the proximal edge of the stent. A 3.0 x 8mm taxus express2 drug eluting stent was used to cover the dissection and was placed in overlapping fashion with the previously placed stent. The patient was discharged one day later on asa and clopidogrel. At 384 days post index procedure, the patient underwent a target vessel reintervention (tvr) which consisted of direct stenting using a 3.0 x 12mm taxus express2 drug eluting stent in the proximal left anterior descending artery (prox lad). Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. In the opinion of the physician, event was not related to the taxus express 2 drug eluting stent. Additionally, the physician reported that the event was not restenosis of the taxus express2 drug eluting stent. In 2007, the clinical events committee (cec) adjudication results updated causality from unrelated to possibly related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.